Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
(B)(6). Clinical adverse event received for pain and implant fractured stem: device and procedure (relatedness): device related: definitely. Procedure related: definitely not. Date of event: 3/oct/2024. Date of implant: no information provided. Date of revision: no information provided. Device location: left. Treatment/impact: no information provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that; update received for: date of revision: (B)(6) 2024 treatment/impact: readmitted on (B)(6) 2024 for revision.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: if information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Event description:
Medical records received : on (B)(6) 2024, medical records note the patient had a left hip arthroplasty done in (B)(6) 2014 (srom). The patient has been experiencing increasing pain in groin and lateral thigh, as well as radicular symptoms going into the foot. MRI on left shows a foraminal disc at l5-s1 with compression of the traversing l5 root. Patient also has upper extremity symptoms. Patient did have a fall on opposite hip. Radiology report lists srom prosthesis has fractured within the sleeve. The sleeve appears ingrown, but the stem is fractured and is wedged against the sleeve. There is some early lytic change in the trochanter, no eccentric poly wear or osteolysis. The surgeon believes that the proximal srom stem is wedging into the sleeve and is causing metallosis. The patient is to have a revision.